Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported experiencing high blood glucose for the past two days. The caller stated that he woke up with 558mg/dl, took a manual injection and his glucose level dropped to 461mg/dl. During the call, the customer mentioned being hospitalized with diabetes ketoacidosis, high blood glucose over 900mg/dl, and was vomiting excessively. Troubleshooting was performed, and no damage to the drive support cap noted. Assisted the customer to run a manual prime test and the insulin did exit. The time, date, basal rates, and bolus wizard were correct. The high pressure test was performed and passed. No further information was provided.